Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.7,13,mtx,mg (tsvtwb13) was not returned for investigation. Visual evaluation could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Product not returned). No pre-existing condition noted and no per form was provided. Bone density is unknown. The reported device was located on tooth # 19 (universal) and was used for approximately 5 years. He customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62776797). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62776797) for similar events and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Date of event unknown / not provided. First name unknown / not provided. Last name unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that implant fractured. Patient went in to general dentist with discomfort and stating crown was loose, they took a x-ray which determined that the implant was fractured. Site was grafted after removal with allograft. Patient will return for replacing of implant. Tooth location #19.